Event description:
The technician alleged that the head section will raise up by itself. No report of injury.

Manufacturer narrative:
The account replaced the main power control board to resolve the issue.